Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from provided information. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, olympus could not specify the cause of the foreign material remained in the device. In addition, the following reportable malfunctions were identified during the device evaluation: the connecting tube had a dent, pinhole and scratch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited jet tube has foreign objects, and there was residual liquid or foreign material came out of jet tube. There was no patient involvement.